Manufacturer narrative:
Philips has investigated this complaint. Philips remote service engineer (rse) connected with the customer and confirmed that the system would not boot up. Review of system log file does not contain host pc malfunctioning. Upon troubleshooting, rse found that the host pc was not switching on. The philips engineer manually switched on the system. After which, the system was returned to good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the allura device would not boot up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.